Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridge alarms (alarm 5) occurred with multiple cartridges. Reportedly, the customer had followed the prompts when loading the cartridge. Blood glucose level was 164 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.